Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is (B)(6) old. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, when the device was advanced from the end of the olympus 180 endoscope, it was noted that a fragment of the blue paint marker on the tip of the device had chipped off. The paint fragment was visualized within the patient's duodenum but was not retrieved. Additionally, the complainant reported that the patient had bleeding at the papilla. The bleeding resolved on its own without further medical intervention. The complainant was unable to confirm the cause of the bleed. The physician was unable to cannulate the common bile duct due to factors not provided. The procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.